Event description:
It was reported that during a routine follow up, the health care professional (hcp) discovered that this left ventricular (lv) lead exhibited loss of capture (loc). A chest x-ray imaging was later taken, revealed that the lv lead had dislodged. A lead revision procedure was performed. This lv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. This lv lead was disposed of by the hospital.